Manufacturer narrative:
The main component of the device system; other relevant components include: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter. (B)(4) pertain to the catheter only. (B)(4) pertain to the pump only.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen at an unknown concentration and dose via an implantable pump for intractable spasticity. It was reported on 2017-jul-05 that the patient could never get their spasticity under control. It was detailed that the first time the healthcare professional (hcp) made an adjustment the patient was having some spasticity. The second time the hcp made an adjustment they had it set from midnight to 2 a.m. So the patient was getting a lot of baclofen, per the consumer. It then tapered off but by 3 p.m. It was difficult for the patient to walk because the patient had no tone left in their leg. The hcp ended up doing ¿something else with the pump¿ and that seemed to help for a while but then two weeks later the patient started having spasms, but not every night. It was noted that between the first and second adjustment the patient¿s lumbar spine became ¿huge¿ and was drained and then it started filling up again so something had happened, per the consumer. It was also reported that the patient¿s pump had shifter over to their belly button and was really swollen underneath the pump. It was indicated that they did a spinal x-ray and a blood patch and couldn¿t really see where the catheter was. It was stated that it was not the spasticity so much but wasn¿t getting enough medications and was weak in their legs. It was reported that he patient planned to have a revision on friday (B)(6) 2017 and the patient manual was requested. It was stated that something was wrong with their catheter and that the patient thought it might be kinked somewhere. It was noted that the patient also takes oral baclofen in the morning and at night as when the patient¿s spasms were really bad the hcp told the patient to take another one. No further complications were reported.

Manufacturer narrative:
The main component of the device system; other relevant components include: product ID 8781 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type catheter: fdp codes (B)(4) and (B)(4) no longer apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on 2017-jul-14. It was reported that a catheter replacement was planned to take place on (B)(6) 2017 and that an issue with the catheter was confirmed during the revision. It was indicated that the ¿device¿ was ¿fine¿ and that the catheter was broken. It was indicated that the cause of the spasticity control issue and the pump shifting and swelling was determined to be the broken catheter. It was reported that the cause of the patient¿s lumbar spine becoming ¿huge¿ was not determined. The weight of the patient at the time of the event was unknown. The catheter issue, pump shifting and swelling, and spasticity control issue had been resolved. No further complications were reported or anticipated.